Event description:
(B)(6) reported that the radiation output measured 15.1 mr. (Range 15.3 to 21.2). Kvp reading was lower than specified range. It was 108.6 kvp for tbone scan and 116.2 kvp for sinus scans. (Spec range 122-128 kvp).